Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged resulting to loss of capture (loc) without asystole. It was reported that the patient fell the day after the procedure leading to the dislodgement of the lead. The physician had difficulty removing the lead hence, the lead was surgically abandoned. No additional adverse patient effects were reported.